Event description:
--

Event description:
Boston scientific received information that lead was explanted for unknown reasons. Attempts to obtain additional information regarding the reason for explant were not successful. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Testing concluded the helix would not retract, most likely due to dried body fluid in the helix mechanism. No other anomalies were noted.